Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, germany suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
After an implantation period of approximately six months, the nail broke above the distal locking screw. It was noted that there were no problems after primary implantation, full weight-bearing. X-rays in the middle of january 1998, showed good healing of fracture and the nail correct in situ.